Event description:
(B)(6): customer reports system lost ability to fluoro during a cystoscopy and venogram procedure on a (B)(6) female pt. Pt was moved and procedure was completed with the use of a c-arm without incident. No injuries to the pt were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.